Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore,a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the mildly tortuous and highly calcified left circumflex (lcx) artery. Apex 15mm x 2.50mm balloon catheter was advanced to the lesion. Inflation failed, and it was noted that the balloon ruptured. The atms and number of inflations are unk. The procedure was completed with an apex 2.5 x 12mm balloon. No patient injuries or complications were reported. The patient status is reported as "good". Further information is not available.